Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and increased pacing thresholds. While it could not be confirmed via x-ray, dislodgement was suspected and a revision procedure performed the following day at which time the lead was repositioned without consequence. No adverse patient effects were reported. This lead remains in service.